Event description:
Customer reported that the blood glucose had been running high and that he had received no delivery alarm during the manual prime. He was advised to disconnect and reconnect the tubing and reservoir and to push insulin slowly through the tubing with the plunger. He reported that the insulin pump did not alarm no delivery. The blood glucose reading was 215 mg/dl. Customer declined troubleshooting for high blood glucose. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.